Event description:
During an atrial fibrillation ablation procedure, an effusion occurred. Resistance was noted when the view flex catheter was being advanced into the sheath. Due to the noted resistance, fluoroscopy was used, and the catheter was noted to be doubled back on itself. The catheter was removed, straightened out in the sheath and advanced back into the right atrium. Resistance was also noted when the non abbott catheter was advanced. Approximately 15 minutes later, the patient became hypotensive and an effusion was visualized with the ice catheter. The catheters were removed and a pericardiocentesis was performed, however the patient did not improve. The patient's blood pressure continued to drop, and the heart rate was increasing. The patient's heart rate slowed to zero and cardiopulmonary resuscitation (CPR) was started and continued for 35 minutes and the patient expired. At the end of the procedure, an ultrasound revealed fluid buildup around the groin. Physician stated nothing was wrong with the ice catheter. An autopsy revealed that the baylis catheter caused the ivc tear. The heal of the catheter was tenting and so much pressure was applied with the baylis catheter that it caused the bleed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).